Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported four tampons ripped apart upon removal leaving the top portion of the tampon inside. She was able to manually remove the remaining piece and was confident no pieces remained inside.